Event description:
A 28 mm diameter x 16 mm x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 185 mm. The pt has a history of chronic obstructive pulmonary disease and hypertension. The physician performed a coil embolization of the right hypogastric artery pre-operatively. It was reported that the pt had a short aortic neck and the physician elected to impinge the left renal artery rather than pull the stent graft down; therefore, a stent was deployed in the renal artery. Post operatively, the pt developed thrombosis of the right iliac limb. The physician attempted use of tissue plasminogen activator to treat the thrombosis but was unsuccessful; therefore, the physician performed a fem-fem bypass. It was reported that the renal artery that had prior stent implant was resected due to bleeding from use of the tissue plasminogen activtor. The physician eventually surgically removed the pt's kidney due to a hemorrhage. The pt is reported to be recovering and is doing fine. No additional info is available at this time.